Event description:
It was reported that during start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp generated a message of "power up fault code #12". There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to verify the reported issue. The fse replaced the front end board, calibrated the iabp and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications, but the fse found battery 2 was not charging, and had no capacity. To fix that issue, the fse ordered the battery and advised the biomed to clear the iabp for clinical use once they put in the new battery and obtained verification of it fully charging. Subsequently, it was confirmed that the iabp was returned to clinical service. A separate report will be submitted with information relative to the battery issue.

Event description:
It was reported that during start-up of the cardiosave intra-aortic balloon pump (iabp), the iabp generated a message of "power up fault code #12". There was no patient involvement, and no adverse event was reported.